Event description:
In 2000, the facility's or/pacu supervisor informed the distributor's rep of the following: the pt was brought to the or in 2000, for removal of the device. X-ray showed extravasation of dye into the subclavian vein. It was believed by the radiologist that the end of the catheter was completely occluded and there was a fracture at the mid portion of the catheter. When the device was removed, no fracture was found. Fluid was injected through the device with no evidence of occlusion. No further details were provided at this time. The device is scheduled to be returned to the MFR for analysis.